Event description:
The customer reported being hospitalized for high blood glucose of 230 mg/dl. The blood glucose reading at the time of the call was 338 mg/dl. Troubleshooting was performed. The customer stated that the insulin pump alarmed button error, and the numbers started to ramp up. Advised customer to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.